Manufacturer narrative:
It was reported to abbott, a rep met with a patient and discovered their ipg was at end of life. The patient noticed a change in therapy about two weeks earlier. The patient wanted the ipg replaced. On 05 may 2023, it was reported as there was no surgery date, the rep was advised the record would be closed and reopened as needed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg has reached its end of service. Surgical intervention may take place at a later date.

Manufacturer narrative:
It was reported to abbott, a rep met with a patient and discovered their ipg was at end of life. The patient noticed a change in therapy about two weeks earlier. The patient wanted the ipg replaced. In an update, it was reported the patient¿s ipg was replaced on (B)(6) 2023. The patient had therapy prior to explant. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the ipg was explanted and replaced.